Manufacturer narrative:
On september 12, 2022, mentor received additional information indicating that the patient has been scheduled for breast implant removal surgery on (B)(6) 2022. In addition, the patient was also diagnosed with droopy breasts, breast ptosis, and right breast implant displacement. Mentor also became aware of the patient's correct patient identifier and it has been populated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, device migration this medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On october 14, 2022, mentor received additional information indicating that the patient's implants were replaced with the following: (left) 360cc mentor memorygel breast implant catalog: 3507360mc lot: 9714725 sn: (B)(6) and (right) 360cc mentor memorygel breast implant catalog: 3507360mc lot: 9789218 sn: (B)(6).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast prosthesis implantation surgery with two 355cc mentor memoryshape breast implants, suffered bilateral breast capsular contractures; baker grade iii, post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.